Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 508 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were not using auto mode feature. Customer stated that the insulin pump was not working. The device will not be returned for analysis.